Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2019-11577. It was reported that the patient experienced pocket erosion. The pocket had burst, and the pacemaker and lead were exposed. It was also reported the device was unable to pace sometimes. The pacemaker and lead were removed and replaced. The patient was stable.